Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose level was 2.9 mg/dl at the time of incident. Customer's blood glucose level at the time of call was 4.3 mg/dl. Customer stated that they were having condition like fluctuation n blood glucose values. Customer declined the troubleshooting for low blood glucose level. The device will not be returned for analysis.